Event description:
It was reported that customer experienced non-resettable malfunction alarm 3-0x2076 on insulin pump, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement, continued using undisclosed backup insulin therapy, and received replacement pump while being instructed on storage mode, address confirmation, and timely return of malfunctioning pump to tandem.